Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain any blood glucose result and was seen in ER. Their meter allegedly would only prompt error 1 message. Patient was not treated. No further information has been reported.